Event description:
It was reported that during preparation of the 2.5x33 mm xience xpedition stent delivery system (sds) the stent implant dislodged from the balloon. There was no resistance felt during removal of the protective sheath. The device was not used on the patient. A new 2.5x33 mm xience xpedition sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.